Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for oil-like foreign matter with the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and silicone on the surface of the cannula, consistent with the silicone used in the manufacturing process, was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® flashback blood collection needle when the customer opened the needle guard, it was found that a large amount of oil adhered to the surface of the needle. There were two bd vacutainer® flashback blood collection needle that had this condition. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the customer found 2ea fbn have fm (suspected oil) on IV cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® flashback blood collection needle when the customer opened the needle guard, it was found that a large amount of oil adhered to the surface of the needle. There were two bd vacutainer® flashback blood collection needle that had this condition. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer found 2ea fbn have fm(suspected oil) on IV cannula.